Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned for an unrelated complaint and was additionally tested for possible insulin delivery issues related to this complaint. The testing was completed by product analysis on (B)(4) 2011. The cartridge was not returned to animas; a retained sample from lot #b201595 was tested on (B)(4) 2011. The pump was tested on a 29 hour flow accuracy test. No delivery defects or malfunctions were found. According to the pump delivery history, the daily insulin delivery totals correctly reflected the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The retained cartridge sample passed visual inspection with no damage or defects noted to the luer connection or o-rings. A leak test was performed with no evident failures; no leaks were observed from the luer connection, the o-rings, or from any other part of the cartridge.

Manufacturer narrative:
Added "life threatening."

Event description:
A family member reported that the patient experienced a blood glucose of 500 mg/dl with ketones. Customer support (cs) reviewed the pump with the family member. The family member confirmed that all of the pump history and settings were correct. She reported that there was a smell of insulin coming from the cartridge compartment. She confirmed that the cartridge compartment was dry and she could not feel any insulin. The family member confirmed that the cartridges were cycled prior to being filled. Cs walked the family member through examining the cartridge. The family member confirmed that the cartridge appeared to be intact but stated that there were air bubbles in the cartridge. She reported that the insulin was stored in the refrigerator; cs advised the family member that using refrigerated insulin could cause air bubbles and explained how to prevent air bubbles. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.